Event description:
Customer reported the system was displaying an overload fault. No pt injury was reported.

Manufacturer narrative:
The ge service rep evaluated the system and regreased the high voltage candlestick connectors. System operates as intended.